Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ product discolored: not observed. No additional observations performed on the device. No further actions are required

Event description:
Regulatory agency reported "rupture with intracapsular silicone diffusion" "change of device¿s colour" "capsular contracture baker grade ii". Later reported capsulare contracture baker grade 2 diagnosed via MRI this record is for the right side. Device was explanted and replaced with non abbvie. Device will be returned.

Event description:
Healthcare provider reported "rupture with intracapsular silicone diffusion" "change of device¿s color" "capsular contracture baker grade ii". Later reported capsular contracture baker grade 2 diagnosed via MRI this record is for the right side. Device was explanted and replaced with non abbvie.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1, d.4

Event description:
Healthcare provider reported "rupture with intracapsular silicone diffusion" "change of device¿s color" "capsular contracture baker grade ii". Later reported capsular contracture baker grade 2 diagnosed via MRI this record is for the right side. Device was explanted and replaced with non abbvie.